Event description:
User was injecting herself with insulin, when an insulin syringe broke-off in her arm. She was admitted to the emergency room of a hospital, where an unsuccessful attempt was made to remove the needle. The user was then scheduled to have the needle surgically removed at a later day.